Manufacturer narrative:
The reported event of a round, "balloon-like" deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
17 september 2019 jl: additional information received on 11 september 2019 indicated that the third 30mm amplatzer pfo (lot #: 6498377) was successfully implanted using a new 9f amplatzer delivery system (lot #: 7073534). The user is unsure why the second pfo occluder was unable to be unscrewed from the delivery cable; therefore utilized a new delivery system. The user does allege a clinically significant prolonged procedure time. On (B)(6) 2019, a 30mm amplatzer pfo occluder (pfo) was selected for implant. However, after deploying, the left atrial disk did not enfold correctly and remained in a "balloon-like" form. The device was recaptured, removed, and exchanged with a new 30mm amplatzer pfo (lot #: 6883110). The second device was placed correctly, but did not unscrew/detach from the delivery cable. The second device was recaptured, removed, and exchanged with a new 30mm amplatzer pfo (lot #: unknown), which was successfully implanted. No patient consequences were reported. Additional information is requested.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
(B)(4) 2019 jl: additional information received on (B)(4) 2019 indicated that the third 30mm amplatzer pfo (lot #: 6498377) was successfully implanted using a new 9f amplatzer delivery system (lot #: 7073534). The user is unsure why the second pfo occluder was unable to be unscrewed from the delivery cable; therefore utilized a new delivery system. The user does allege a clinically significant prolonged procedure time. On (B)(6) 2019, a 30mm amplatzer pfo occluder (pfo) was selected for implant. However, after deploying, the left atrial disk did not enfold correctly and remained in a "balloon-like" form. The device was recaptured, removed, and exchanged with a new 30mm amplatzer pfo (lot #: 6883110). The second device was placed correctly, but did not unscrew/detach from the delivery cable. The second device was recaptured, removed, and exchanged with a new 30mm amplatzer pfo (lot #: unknown), which was successfully implanted. No patient consequences were reported.